Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was unable to reproduce the false downstream occlusion alarm. The device passed additional downstream occlusion alarm testing per the spectrum preventive maintenance procedure. No related malfunction could be identified. See scanned page.

Event description:
During baxter's functionality testing, a spectrum pump alarmed for a downstream occlusion, when no occlusion was present. Any pt involvement is unk since this occurred during testing.